Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation, and a direct correlation between (B)(6) and the reported events could not be conclusively established. The pump was returned assembled with the pump cable severed approximately 5.0¿ from the pump header, and the distal section of the pump cable was returned measuring approximately 20¿. Approximately 2.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. A distal portion of sealed outflow graft was also returned measuring approximately 2.25¿. The apical cuff was returned partially pulled out of the cuff lock, which was not fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device were reviewed and appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, other neurological events (not stroke-related), respiratory failure, sepsis, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had positive klebsiella aspirate from the fluid pocket around the pump. The pump was exchanged due to the seated pump infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was not previously suspected to have a driveline infection as an outpatient. The patient had mentioned 2 episodes of strange, indeterminate sudden chills, cool to touch, and shaking as of (B)(6) 2025. They were seen in clinic on (B)(6) 2025, and the patient had 1 additional spell the night prior, but white blood cell (wbc) count and temperature on (B)(6) 2025 was normal. The driveline exit site (dles) was without signs/symptoms to suggest infection, nor any other symptoms elsewhere to suggest other infection. The patient had not checked their temperature or blood glucose during either of the spells they had had thus far by (B)(6) 2025 (a1c known to have been 12% +). The patient was then was then admitted on (B)(6) 2025 for altered mental status (ams), acute hypoxemic respiratory failure, septic and cardiogenic shock with lactic acidosis, and acute kidney injury (aki). The patient had an unwitnessed ground level fall sometime in the few days prior to admission, with head impact, but it was unknown if there was loss of consciousness (loc). The patient complained of fatigue, weakness, chills and tremors 2 weeks prior during which they started using a cane for ambulation. This was followed by poor po intake, and numbness of the lower extremities. Though the patient had been withdrawn and not talkative for a few days, this level of confusion had only been present after. Initial chest computed tomography (CT) imaging showed mild pulmonary edema, but there were no obvious infectious changes. Blood cultures were captured as part of initial work up for the mixed shock (cardiogenic and septic). Klebsiella pneumoniae bacteremia was incidentally found of unknown origin. The patient was treated with intravenous antibiotics but then became hypotensive and febrile again on (B)(6) 2025. Repeat CT chest imaging on 10sep2025 showed fluid collection surrounding the left ventricular assist device (lvad) and extending along the outflow cannula containing small focus of gas. The patient was recovering and was improving medically post-pump exchange.